Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 600 mg/dl. The insulin pump will be returned for analysis.